Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had a sponge blocking the biopsy channel. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause cannot be identified. The event can be detected and/or prevented by following the instructions for use which states the following: inspection of the instrument channel and forceps elevator "confirm that the forceps elevator is lowered, then insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." Olympus will continue to monitor the field performance of this device.